Event description:
The following was reported to hamilton medical ag: device alarms with tf 232006 (blow ER temperature sensor defect) during start-up startup failed. The c2 was connected to the pdms when the first the error occurred.

Manufacturer narrative:
Hamilton medical ag`s conclusion: failure mode description: - device alarms with tf 232006 (blow ER temperature sensor defect) during start-up. Failure effect: device alarms with tf 232006 (blow ER temperature sensor defect) during start-up. Root cause: blower temperature sensor cable not properly connected to mainboard. Correction: reconnection flat cable to mainboard connector.